Event description:
Patient alerted rn that it felt as though fluid was running down their IV tube onto their arm. When the rn assessed, it appeared that fluid was slowly leaking from a port on the IV tubing. It is unclear how or why this occurred. Tubing was discontinued and replaced. No other issues of this nature have been reported prior to this event.